Manufacturer narrative:
On-site investigation was performed by field service engineer. According to the received service report the pressure transducer printed circuit board (pcb) were defective and in need of replacement. No log files have been provided. The pressure transducers checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. Our conclusion is that the pressure transducer printed circuit board was the cause of the failure. However, the root cause of why the part failed has not been established as the part was not returned for investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).